Event description:
It was reported that during an operative laparoscopy procedure, the tissue pad came off. It was retrieved. A new device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.